Manufacturer narrative:
The reported event of mode switch was not confirmed. The concern of sensing noise on the explant date was confirmed through the device image data review but could not be reproduced during the analysis.functional tests were performed, including outputs verification and crosstalk test did not identify any functional issues. A malfunction based on analysis was found. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Related manufacturer reference number: 2017865-2023-24945 it was reported that the patient presented for a procedure. Upon interrogation, it was noted that the the pacemaker and the right atrial lead exhibited noise oversensing which resulted in inappropriate mode switch. The pacemaker was explanted and replaced. The physician attempted to revise the lead however the patient did not have any open veins, hence the lead remained implanted. The patient was stable.